Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high pacing impedance. Noise was not able to be produced with isometrics but a fracture was suspected. Follow up with the company representative indicated the lead was later tested by the physician and the impedance and thresholds were within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.